Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-01289, 1822565-2016-03989, 1822565-2016-04347, and 1822565-2016-04348.

Event description:
It is reported that the patient is experiencing pain, swelling, and difficulty walking. Patient is required to wear a knee brace and take prescription medication after knee arthroplasty revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed through review of medical records. Surgical technique was followed. Review of the operative notes from the patient's previous revision identified that after entering the knee through median parapatellar arthrotomy, knee was examined. Noted to have laxity in the anterior and posterior plane. Polyethylene was removed and ultracongruent insert was inserted. Patient was noted to have excellent stability. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.